Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight within specification, deformation, crease fold, and white particles. Cloudy gel and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, "pec major was significantly adherent to the capsule, and just dissecting it off seemed to be causing a considerable amount of damage to the pec major muscle¿, and a small hematoma. A closed capsulotomy and treatment with singulair were attempted but did not solve the issue. The device has been explanted.